Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt shaky. Upon review of transmission report, undersensing was also observed. Boston scientific technical services (ts) reviewed and noted atrial arrhythmia which appeared to be rapid ventricular response (rvr)due to atrial fibrillation (af). Additional information was received indicating that the patient symptom was related to increasing chronic atrial tachycardia with rvr. Also, it was mentioned that counters showed constant mode switching due to af. Further, the physician and field representative decided to change brady mode from dddr to ddd which resulted in less ventricular pacing and an intravenous medication was administered which lowered the rate. The health care professional (hcp) explained patient will be cardioverted and if stayed in normal sinus rhythm (nsr) will then be reprogrammed. This pacemaker remains in service. No additional adverse patient effects were reported.